Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care provider regarding a patient who was implanted with a neurostimulator for spinal pain. It was reported that the patient wants to get the device removed because it does not work for her. The patient needs an MRI in the near future. The patient wanted to get her device charged so that she could get an MRI. The patient lost her recharger during a move, so she cannot charge her implant, and therefore cannot get an MRI unless the implant is charged. It was confirmed that the patient plans on getting her device removed because it doesn't work. The patient has not charged her implant in about a year because it was not working for her which began around (B)(6) 2016. The patient also confirmed that (B)(6) 2016 was the last time that she felt stimulation, stopped using the device, and the implant died. The patient needed help getting the device out of an overdischarged state so that she could have an MRI. There were no further complications reported or anticipated.